Manufacturer narrative:
As received, a complete lead was returned in one piece for analysis. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray inspections of the lead did not find any anomalies except for procedural damage. The reported malfunctions were not confirmed.

Event description:
New information received notes that the patient presented with syncope due to loss of capture exhibited by the right ventricular lead. The left ventricular lead was also non-functional. Both leads were suspected to be fractured. Further information was requested but not received.

Event description:
Related manufacturer reference number: 2017865-2021-29442. It was reported that the patient's right ventricular (rv) and left ventricular (lv) leads showed low pacing impedance. The patient was asymptomatic. The physician explanted and replaced both leads. The patient was stable throughout.